Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The company field service engineer investigated the anesthesia workstation at the hospital and concluded that the patient cassette was faulty and needed to be replaced. The device logs were saved and returned together with the replaced patient cassette. The received logs show that the flow transducer test failed system check out (sco) due to a too high flow being measured. The reported flow transducer test failure could not be reproduced during sco:s performed during this investigation. During tests in our manufacturing test system for patient cassettes, a flow outside allowed limits was confirmed. The flow transducer in the patient cassettes was replaced and after the replacement, the patient cassette functioned as intended. The cause of the reported issue was a faulty flow transducer which affected the measuring of the expiratory flow.

Event description:
(B)(4).